Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having issues with her infusion set. The customer's blood glucose reading was 500 mg/dl at the time of incident and may have over bolused. Troubleshooting found that the cannula was bent and that she damaged one on the reservoirs. The customer indicated that she would call back to troubleshoot.